Event description:
A customer reported an issue with their pump, as the touchscreen was unresponsive to their input. There was no reported impact on the customer¿s blood glucose level. The customer attempted a complete pump reset, but the issue persisted, so tandem technical support replaced the pump and provided the customer with storage and return instructions for the problematic device, which was still under warranty. The customer did not share information about any backup therapy used to ensure continuity of insulin delivery.